Event description:
Additional information indicated that a commanded shock was performed, due to the observed out of range shock lead impedance measurements. Impedance measurements during the test yielded an in-range impedance, at about 116 ohms. The out of range value was to be increased and the patient monitored. No additional adverse patient effects were reported.

Event description:
It was reported that there was a gradual rise in shock lead impedances (sli) on this right ventricular (rv) lead. The sli had reached about 139 ohms. Technical services discussed risks of a truncated shock, should the sli get close to 145 ohms, and suggested a commanded shock. The field representative needed to go, and no further information was reported. No adverse patient effects were reported.